Event description:
It was reported that on (B)(6) 2023 during an unknown procedure surgeon was reaming with ria2 kit via a suprapatellar approach. At some point the plastic shaft broke in the canal, leading to plastic fragments in the canal which were later removed through an already open exposure. This report is for ria 2 reaming kit 520mm sterile for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that 03.404.001s, ria 2 reaming kit 520mm sterile plastic tube was broken. No further evidence can be observed from the photo to determine the root cause. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 03.404.001s, ria 2 reaming kit 520mm sterile would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.